Event description:
During an implant procedure, it was noted that the left ventricular (lv) lead was clogged with contrast. The lead was not implanted and a new lead was implanted to resolve the event. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead did not find any anomalies. A stylet and guidewire insertion test was performed on the lead. The guidewire was inserted into the connector pin and advanced through the lead successfully. The stylet was inserted into the connector pin and advanced down to the distal tip electrode and removed successfully. The reported event of ¿lead is clogged with contrast¿ was not confirmed.